Event description:
Explantation in 2003 for a few "dysadjustments" (spontaneous modifications of the pressure settings) observed on the valve without explantations. Explantation of the implant and replacement with a new sophy valve. No injury reported except transient neurological complications before replacement of the valve.